Manufacturer narrative:
Follow-up # 1 ¿ (6/24/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. Control solution has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high compared to her feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 at 6:54am. The patient reportedly obtained a blood glucose reading of ¿379mg/dl¿ with the subject meter. The patient manages her diabetes with insulin pump therapy and in response to the reported result the patient reportedly administered an increase dose of novolog insulin (8.5 units) at the same time afterwards. Four minutes after the alleged meter occurred, the patient reportedly obtained a blood glucose reading of ¿170mg/dl¿ with the true result meter. According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly developed symptoms of lightheadedness and dizziness 29 minutes later. The patient reportedly consumed glucose tablets/ glucose gel as treatment soon after (at 7:23am). At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. The csr noted the patient performed a quality control test that did not pass. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because, the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.